Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, d2, d4, d10, g1, g3, g6, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the ratchet gear was damaged and was not ratcheting. The ratchet gear was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. G2, country event occurred in: australia. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during test check that the unit was not meshing the skin and the ratchet handle was not able to perform the up and down motion. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported.